Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a mentor memorygel, 375cc breast implant developed right-sided capsular contracture unknown grade, rupture, and bilateral acquired deformity nos postoperatively. The patient reported that it started as small dent on the right side, without pain but shape was distorted and was moving up, pocket was almost to the top of the collar bone, assumed it was capsular contracture due to misshape but once in surgery, doctor saw it to be ruptured. As a result, patient underwent bilateral replacements with sientra prosthesis: l) sientra gel: 10621415hp sn#: (B)(4)) sientra gel: 10621415hp sn#: (B)(4), and right-sided capsulectomy on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: acquired deformity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device photo evaluation completed on april 30 , 2022: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).